Event description:
Event description cpi received information that this patient's device was sensing inappropriately, they capped the rate sensing portion of the endotak transvenous defibrillation lead, the shocking portion remains active. A bipolar endocardial tined lead was added to the patient's system.